Event description:
It was reported that during implant of the right atrial lead, the tined lead dislodged and kept falling into the ventricle. The lead was removed and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.